Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated that she had not disconnected nor did the bags and there was no problem during prime. The baxter technical service representative (tsr) had the hp power cycle to se 2367 and they had the hp power cycle again and advised the hp to start over with new supplies and call the peritoneal dialysis (pd) nurse to let them know. The hp would start over with new supplies and call the pd nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and she was able to resume therapy after starting over with new supplies. She did not notice anything unusual with any of the previous supplies. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient's nurse on (B)(6) 2011 and she was unaware of the alarm but she would followup with the patient. She had seen the patient earlier today and they had been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.